Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plugged in and locked in place properly. No blank display anomaly noted during testing. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and was just vibrating. Customer stated that insulin pump was keep blinking red. Customer stated that battery compartment was corroded and noticed fluid in it. Customer changed battery with new one but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.